Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from university of kentucky, USA. The title of this report is ¿a retrospective data collection of hand and foot bone fragments osteotomy fixation and joint arthrodesis with the easyclip staples¿ which is associated with the stryker ¿easyclip¿ system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses loss of reduction due to loosening of staple, followed by its removal. The report states: ¿one subject with no pertinent medical history treated with joint arthrodesis for degenerative osteoarthritis had a loss of reduction after the staple loosened from the subject forcibly hitting his hand on a table 180 days postoperatively. The subject required surgery to remove the staple, as it caused discomfort, and subsequent placement of a different company¿s staple. The patient showed radiographic and clinical consolidation 38 days after the revision surgery and this adverse event has resolved.¿